Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that no audio output occurred. It was reported that the patient was using an operating system not supported, which is patient misuse of the device. On (B)(6)2023, the patient lost consciousness for about 20-30 minutes due to hypoglycemia while shopping. She reported that the display devices did not alert her. At the time of the loss of consciousness, the display devices of the mobile app and receiver both showed low. The patient was given chocolate candies and milk by her husband and her glucose reading went up to 60 mgd/l. The patient began to recognize people and their glucose rose to 62-65 mg/dl. The patient's spouse brought her to their healthcare provider for evaluation. There, the bg was 39 mg/dl. There was no information about treatment for ongoing hypoglycemia. At the time of the report, the patient was fine. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.